Event description:
It was reported by repair work order that the cot battery enclosure was damaged. The damage was reported to have resulted in exposed sharp edges.

Manufacturer narrative:
Result: battery enclosure.